Event description:
Home patient (hp) reported feeling full, as if overfilled, while using the homechoice cycler for automatic peritoneal dialysis therapy. Hp relates that the homechoice cycler is programmed to give a "wet day", leaving approximately 2500ml in the body at the time hp's automatic peritoneal dialysis therapy is discontinued for the night. Hp typically starts automatic peritoneal dialysis therapy with the homechoice cycler at 3:30pm each day, performing 1 exchange of 3000ml of the homechoice cycler at 3:30pm and then 4 additional 3000ml exchanges later at night. Hp feels full during therapy with the programmed 3000ml fill volume and has requested the healthcare professional (hcp) to decrease the programmed fill volume amount, however, the hcp has refused. Hp feels that the programmed fill volume of 3000ml is attributable to feeling full. Review of the hp's program parameters reveals that the initial drain alarm setpoint was programmed for 1400ml, which is 1100ml less than the programmed last fill volume of 2500ml. Follow up with the hp's hcp reveals that the hcp feels that the fill volume of 3000ml is necessary for the hp to achieve proper dialysis. Upon review of the hp's program parameters with the hcp, hcp relates that the hp may have received an incomplete initial drain as a result of the initial drain alarm being set too low. Both hcp and hp do not feel that any device failure or malfunction had occurred. According to the hp, there was no pt injury or medical intervention.